Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The on/off switch was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the on/off switch on the 8800 would not work. No pt injury was reported.